Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to access es server. A technical support specialist (tss) dialed into the server and tested login, initially not authenticating; checked iis bindings and application pools, copied certificate to trusted root certification authority, restarted iis and cleared cache with no success; ran ids-config batch which completed without errors, login then worked, and customer/pharmacist confirmed resolution. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to access the es server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.